Event description:
All leds were lit up on the joystick. When turned off and back on, first 2 leds were on, the next 3 were off, then the rest of the green leds were on, and the mode and level lights were off. Chair will not do anything. No error codes. Dealer states that this base has an old tarsys system on it. Went out only as a base.